Event description:
A surgeon has reported that a cc 232 iol implanted in the right eye of a pt in 2002, has since opacified and was explanted 7 replaced in 2004. Opacification initially diagnosed in 2003. Device explanted with no complications and visual acuity reported as 20/30 at 7/04 visit. Prognosis stated as excellent.